Event description:
It was reported that there is variation in the state of the electrodes. Current testing in situ shows 6 electrodes in status hi. During implantation it could be seen that the basal and middle turns of the cochlea were ossified. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.